Manufacturer narrative:
The calibration was last performed on 26-dec-2024. Qc recovery was within the customer's established ranges. There was no indication of a performance issue with the reagent. The field service engineer checked the instrument and found no root cause for the issue. He then performed precision studies and they were within specifications. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The lpa2 reagent lot number was 80828001 with an expiration date of 31-dec-2025. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for an unspecified number of patient samples tested with tina-quant lipoprotein (a) gen.2 (lpa2) assay on a cobas c503 analytical unit. The following examples of discrepant results were provided: sample 1: initial result from the analyzer: 78 mg/dl 1st repeat result from the analyzer: 62 mg/dl. 2nd and 3rd repeat results from another c 503 analyzer: both 50 mg/dl. 4th and 5th repeat results from the analyzer: both 50 mg/dl. Sample 2: initial result from the analyzer: 62 mg/dl 1st repeat result from the analyzer: 48 mg/dl. 2nd repeat result from the other c503 analyzer: 30 mg/dl. 3rd repeat result from the other c503 analyzer: 28 mg/dl. 4th repeat result from the analyzer: 29 mg/dl. Sample 3: initial result from the analyzer: 80 mg/dl. 1st repeat result from the analyzer: 62 mg/dl. 2nd and 3rd repeat results from the other c503 analyzer: both 49 mg/dl. The repeat results were deemed to be correct. No questionable results were reported outside the laboratory.